Event description:
It was reported that, "dr (B)(6) was using a reliance lite t handle with an eight shaver to clean out disc. While turning the shaver, the t handle broke due to the compressed level of vertebral bodies. The broken fragments were removed safely and thrown away. The surgery was a success with no delays."

Manufacturer narrative:
Additional info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.